Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This spontaneous case report was received on (B)(6)-2014 from a consumer in the united states via the FDA, the regulatory authority in the united states (FDA case number mw5032525, received at FDA on 31-oct-2013). The report refers to the reporting female consumer of unspecified age who had essure (fallopian tube occlusion insert) implanted and experienced constant pelvic pain, torn fallopian tubes, device migration, heavy clotting and cramping, muscle spasms, low potassium and magnesium, numbness in extremities, severe bloating, exacerbated depression, anxiety, ptsd (posttraumatic stress disorder), environmental allergies, brain fog, blackouts, joint stiffness, heart palpitations, memory loss, hair loss, device embedded in surrounding tissues/organs, headaches, fatigue, autoimmune diagnosis, swelling feet and legs, hip pain, tingling sensations, urgency to urinate, blurred vision, chronic illness, fragile nails, weight gain, digestive issues, teeth issues, itchy skin, vibrating sensation in abdomen. FDA report type was [?]injury', reported outcome of events was 'required intervention' no information was given on consumer's history, past drugs, concomitant medication and concurrent conditions. On (B)(6)-2009, the consumer had essure (fallopian tube occlusion insert), lot number 627735, implanted. Consumer reported her complaints are constant pelvic pain, torn fallopian tubes, device migration, heavy clotting and cramping, muscle spasms, low potassium and magnesium, numbness in extremities, severe bloating, exacerbated depression, anxiety, ptsd (posttraumatic stress disorder), environmental allergies, brain fog, blackouts, joint stiffness, heart palpitations, memory loss, hair loss, device embedded in surrounding tissues/organs, headaches, fatigue, autoimmune diagnosis, swelling feet and legs, hip pain, tingling sensations, urgency to urinate, blurred vision, chronic illness, fragile nails, weight gain, digestive issues, teeth issues, itchy skin, vibrating sensation in abdomen. Event start date was reported as (B)(6)-2009. Essure was explanted on (B)(6)-2013. No further details were reported. Follow-up received on 23-jan-2014: product technical complaint investigation and final assessment received. This adverse event report is related to a product technical complaint (ptc) - incident report. (B)(4). If the outcome of the ptc investigation confirms a quality defect or a counterfeit, this will be communicated in a follow-up report. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, "processing essure cases in (B)(4)" FDA evaluation: method: manufacturing review. Results: no results available since no evaluation performed. Conclusions: unable to confirm complaint; 92 - device not returned. Medical assessment: the reported medical events are not indicative for a quality deficit per se. The events were reported with an occurrence over a period of 3,5 years and are of broad nature. No further ae case reports have been received to date in relation to batch no. 627735. No batch signal could be identified. No complaint sample was provided for further technical investigation. The review of the lot history records found that the product met product release specifications. At time of this medical evaluation the technical investigation concluded "unconfirmed quality defect". In summary, based on the available information there is no reason to suspect quality defect. Follow up information received on 03-feb-2014: all follow up attempts done. Case closed. Follow up information received on 29-jul-2015 from consumer via regulatory authority (case #mw5042877): essure was inserted on (B)(6)-2009 and removed on (B)(6)-2013. She reported that she had to get a hysterectomy despite having essure coils removed in 2013 because of development of adenomyosis and increased complications of endometriosis. After she had cysts on right ovary and in right fallopian tube, after hysterectomy had to be readmitted due to an infection of unknown origin requiring a 3 day hospital stay with IV (intravenous) antibiotics. She mentioned xanax as concomitant medication. Follow up information received from the duplicate case 2013-140707 identified on 31-jul-2015: consumer reported via social media that she was miserable and it was hard to function. She just kept getting worse instead of getting better. She had pain in her pelvis and lower back, cramping and odd sickness after having the essure micro-coil implanted into her fallopian tubes as permanent birth control. Follow up 31-jul-2015: new reporters added from the duplicate case. Company causality comment: this non-medically confirmed, spontaneous case report, refers to a female consumer who had essure (fallopian tube occlusion insert) removed 4 years after its insertion. The device underwent migration and was embedded in surrounding tissues/organs. Additionally she reported heavy clotting, torn fallopian tubes, blackouts and autoimmune diagnosis. After essure removal she was hospitalized due to an infection of unknown origin blackouts, autoimmune diagnosis and infection are unlisted in the reference safety information for essure, while the other events are listed. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes. In this case device migration/embeddement in surrounding tissues/organs was reported and essure was removed, so this event was considered as causally related to essure. For the event torn fallopian tubes, as no information was provided about its characteristics, the causality cannot be assessed. Regarding the event heavy clotting, consumer was diagnosed with endometriosis, which could be an alternative explanation for this event; however since abnormal genital bleedings may occur during essure therapy, causality cannot be excluded. For blackouts, considering its nature; causality with essure is considered unlikely. The remaining event (infection) was reported after a hysterectomy due to adenomyosis/complications of endometriosis, thus it was considered unrelated to essure. In addition, non-serious events were reported. This case was considered an incident, since essure removal was required. A product technical analysis was performed and concluded based on the available information there is no reason to suspect quality defect.